Event description:
It was reported that a user experienced rising blood glucose with a reported glucose of 330 mg/dl after exercising during a lunch break while using an ilet system and was advised that the infusion set or cannula was likely disturbed, prompting a recommended supply change. Customer care provided support that included case assessment. Investigation of this case revealed a suspected infusion site disruption causing inadequate insulin delivery. Symptoms included irritability associated with hyperglycemia. Outcomes included troubleshooting and education completed. It was concluded that the cause of hyperglycemia was unclear with suspected user-site disturbance without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.